Event description:
The power cord for lx 20 pro instrument melted; hence, the instrument shut down. No injury or smoke inhalation was reported.

Manufacturer narrative:
A bci field service engineer (fse) replaced the power cord. No other damage was found. The instrument is operating properly.